Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call indicated that customer experienced hyperglycemia. Blood glucose at the time of incidence was in range of 400 mg/dl to 600 mg/dl. Current blood glucose was 236 mg/dl. Customer reported dry mouth as a symptoms of high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not in use during high blood glucose event. Customer was treated high blood glucose with manual injections. Air bubbles was successfully removed from reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08700 inches. (B)(4).